Event description:
It was reported that the zimmer dermatome was skipping and the screws that hold the plate had loosened during use. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.